Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was initially unable to be removed from the pump, but reportedly, the customer was eventually able to successfully load a new cartridge. The customer's blood glucose level was 195 mg/dl. Customer continued using the pump for insulin therapy.